Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the first flange was deployed, but it did not expand. The physician attempted to adjust the position of the flange and then proceeded to deploy the second flange. A hurricane balloon was then used to expand the stent; however, the first flange still did not expand. The procedure was completed using the original stent, and the physician decided to wait for 24 hours to see if the stent's first flange would expand. Reportedly, the stent remains implanted, and no additional stent was implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: blocks b5 and h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the first flange was deployed, but it did not expand. The physician attempted to adjust the position of the flange and then proceeded to deploy the second flange. A hurricane balloon was then used to expand the stent; however, the first flange still did not expand. The procedure was completed using the original stent, and the physician decided to wait for 24 hours to see if the stent first flange would expand. Reportedly, the stent remains implanted, and no additional stent was implanted. There were no patient complications as a result of this event. A photo of the complaint device was provided, and the stent was deployed in an incorrect location which contributed to the flange's failure to expand.